Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/19/2025, a facility representative reported via (B)(4) that an ar-12990n scorpion¿ needle broke off. This occurred during an arthroscopic right knee procedure when the tip broke off. The surgeon requested a state x-ray in the operating room to determine if the fragment was retained in the patient. Radiology called to notify that no radiopaque/metal fragments were noted on radiograph.¿

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.